Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited high capture thresholds. The atrial lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.